Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): product code: : 07.702.016s. Lot number : 3j53621. Release to warehouse date : 01.sep.2023. Expiration date : 01.sep.2026. Supplier: (B)(4). Manufacturing site: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a percutaneous vertebroplasty (l1) for an osteoporotic vertebral fracture. The surgeon broke off the ampoule at its neck and poured the liquid into the mixing device containing the powder. The surgeon tried to push and pull the handle, but the handle was not pushed or pulled at all. The surgeon judged that it was impossible to mix the cement, and used a spare product. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).